Event description:
As reported by the user facility (translation of user facility info by (B)(4)): inaccurate delivery of inotropes: last week (B)(6) picu reported two incidents of blood pressure fluctuations in adolescent patients. The blood pressures were consistently rising and dropping which the clinicians felt was due to variance in drug delivery, almost like mini bolus rather than a steady flow. The consultants felt this was due to the pumps inaccuracies with the delivery of inotropes and so asked me in to discuss. Unfortunately, the pumps were not isolated and so cannot be investigated. The trust have started using the new 50ml bd syringes which could be the source of the issues due to changes in the design and so they have tried using omnifix syringes as a replacement and this seems to have resolved the problems for the time being. MFR #9610825-2013-00136.